Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention may occur later to address the issue.

Event description:
Due to the patient's reported issue of discomfort at the ipg site, the patient underwent a system explant on (B)(6) 2018. Postoperative, the patient indiciated that their reported issue of discomfort at the ipg site has been resolved.